Event description:
Wound revision due to wound healing disorder one month after total hip arthroplasty on the left hip. This case was reported within a follow-up examination of a (B)(6) clinical study.